Manufacturer narrative:
Failure analysis in the returned cpu board shows that the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code.

Manufacturer narrative:
Patient information was requested from this customer, but did not respond.

Event description:
The customer reported that the ventilator alarmed with back up alarm failed. The customer reported that the unit was in use on patient, but there was no patient harm reported.